Event description:
Five days after a drug eluting stenting treatment procedure, a sub-acute thrombosis occurred. In 2004 the pt presented to the cath lab. The lesion being treated was in the mid diagonal branch. The physician successfully deployed a taxus express2 8.8% 2.50 x 20 mm stent in the mid diagonal branch. The physician then post-dilated with a quantum maverick at 18 atms. The pt was discharged with a regimen of plavix and aspirin. In 2005 the pt was readmitted to the hosp. Two days later the pt had a catheterization and was determined to have a thrombosis in the taxus stent. Further info has been requested.